Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), seizure ('seizures'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 25-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chest pain, low back pain and chest pain. Concomitant products included estradiol (estrogen), levetiracetam (keppra), naproxen, phenytoin sodium (dilantin d.a.) And valproate semisodium (depakote). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("pain,"), 10 months 3 days after insertion of essure. In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dyspareunia ("dyspareunia"), vision blurred ("vision/eye problems type: blurred") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), vulvovaginal mycotic infection ("infection ( yeast)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced rash ("rashes : arms , legs , stomach and face"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: hot flashes/mood swings"), hot flush ("hormonal changes describe: hot flashes/mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant) and swelling ("increased swelling"). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, seizure, abortion spontaneous, mood swings, hot flush, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia, rash and swelling outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, seizure, swelling, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: patient currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: findings: the lung bases are clear. The liver, spleen, kidneys adrenal and pancreas show no focal enhancing mass lesions. Impression: the exam is negative for appendicitis or other acute finding. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion,placement was a success. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: plaintiff fact sheet document received, new reporter patient demographic information and new event increased swelling were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), seizure ('seizures'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a 25-year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chest pain, low back pain and chest pain. Concomitant products included estradiol (estrogen), levetiracetam (keppra), naproxen, phenytoin sodium (dilantin d.a.) And valproate semisodium (depakote). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dyspareunia ("dyspareunia"), vision blurred ("vision/eye problems type: blurred") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), vulvovaginal mycotic infection ("infection ( yeast)") and vaginal discharge ("vaginal discharge"), 5 months 14 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: hot flashes/mood swings"), hot flush ("hormonal changes describe: hot flashes/mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea") and rash ("rashes : arms , legs , stomach and face"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain,"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, seizure, abortion spontaneous, mood swings, hot flush, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia and rash outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: findings: the lung bases are clear. The liver, spleen, kidneys adrenal and pancreas show no focal enhancing mass lesions. Impression: the exam is negative for appendicitis or other acute finding. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), seizure ('seizures'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure (batch no. 872993) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included chest pain, low back pain and breast pain. Concomitant products included estradiol (estrogen), levetiracetam (keppra), naproxen, phenytoin sodium (dilantin d.a.) And valproate semisodium (depakote). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dyspareunia ("dyspareunia"), vision blurred ("vision/eye problems type: blurred") and alopecia ("hair loss") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti"), vulvovaginal mycotic infection ("infection ( yeast)") and vaginal discharge ("vaginal discharge"), 5 months 14 days after insertion of essure. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: hot flashes/mood swings"), hot flush ("hormonal changes describe: hot flashes/mood swings"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea") and rash ("rashes : arms, legs, stomach and face"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pain,"). On an unknown date, the patient experienced seizure (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation). At the time of the report, the menorrhagia, seizure, abortion spontaneous, mood swings, hot flush, vaginal haemorrhage, urinary tract infection, cystitis, vulvovaginal mycotic infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, vision blurred, fatigue, weight decreased, alopecia and rash outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain, pregnancy with contraceptive device, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: findings: the lung bases are clear. The liver, spleen, kidneys adrenal and pancreas show no focal enhancing mass lesions. Impression: the exam is negative for appendicitis or other acute finding. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : aka name added, reporter added, lot number added, patient demographic updated, event injury nos is replaced with menorrhagia. Case become valid. Events added- menorrhagia, seizures, pregnancy with contraceptive device, abortion spontaneous, device ineffective, vaginal haemorrhage, hot flashes, mood swings, bladder infection, urinary tract infection, yeast infection, apareunia, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, blurred vision, fatigue, weight loss, hair loss, rash. Events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.